Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. Customer reported that the pump was not available for evaluation and investigation. Without a lot number, a complete analysis cannot be conducted, and the lot and device history records cannot be reviewed. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in a sterile environment by individuals trained in sterile procedure. Prior to release, all production lots are subjected to stringent laboratory testing to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in a sterile condition. Any infection complication following thereafter, is most likely due to other postoperative factors. In additional information that is pertinent to this event becomes available, I-flow will reopen the complaint.

Event description:
The patient developed a staph infection. The patient was re-admitted and given antibiotics intravenously. Fill volume 335ml.